Manufacturer narrative:
As reported, a 6f .070 xb 4 100cm vista brite tip guiding catheter was found fractured in the medial segment during prep. The device was not used in the patient. Another 6f vista brite tip xb4 catheter was used to complete the procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). There was no device damage noticed prior to opening the package. The device was prepped per the instructions for use (IFU) and there was no difficulty experienced in prepping the device. Neither the product nor any or any of the other devices used with it had been re-sterilized. The device was not returned for evaluation. A product history record (phr) review of lot 18115622 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter-cracked¿ could not be confirmed or further clarified without the return of the device(s). Procedural/handling and or shipping factors may have contributed to the reported event. Information for safety is provided in the products labeling with the intent to make the user aware of the risks and warns the user to not use a guiding catheter that has been damaged in any way. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the catheter upon removal from packaging to verify that is undamaged, if damage is detected do not use the catheter and select another one. Based on the information available, and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 6f .070 xb 4 100cm vista brite tip guiding catheter was found fractured in the medial segment during prep. The device was not used in the patient. Another 6f vista brite tip xb4 catheter was used to complete the procedure. There was no reported patient injury. The product was stored and handled according to the instructions for use (IFU). There was no device damage noticed prior to opening the package. The device was prepped per the instructions for use (IFU) and there was no difficulty experienced in prepping the device. Neither the product nor any or any of the other devices used with it had been re-sterilized. Multiple attempts were made to obtain the return status of the device; however, the device was not returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18115622 presented no issues during the manufacturing process that could be related to the event reported. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f .070 xb 4 100cm vista brite tip guiding catheter was found fractured in the medial segment. There was no reported patient injury. The device is expected to be returned for evaluation.